Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encounter the issue, replaced the batteries since they were due for replacement during this pm, and performed full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the battery in slot two (2) of the cardiosave intra-aortic balloon pump (iabp) had no charge and would not be recognized by the iabp. There was no patient involvement, and no adverse event reported.